Manufacturer narrative:
Insulin pump received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. Unable to verify battery charge anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had button anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that it was hard to press act button. The insulin pump will not be returned for analysis.